Manufacturer narrative:
The event occurred in (B)(4) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 270 mg/dl and 82 mg/dl. No adverse event reported. Requested return of suspect device for evaluation; however, test strips are no longer available.